Event description:
It was reported that the post op x-rays showed a successful surgery. Four weeks post op x-rays revealed that the mmi x-fuse component was fractured in two places. The patient is asymptomatic. No revision surgery scheduled at this time.

Manufacturer narrative:
Evaluation summary the affected device was not returned for investigation. Provided x-rays permitted to confirm the event that the implant broke. The x-fuse implant was used in the toe (ip). The 2 weeks post op x-rays show the implant is a bit small for the patient toe and is not inserted as it should. Since immediate post op x-rays were not provided, it is unknown of the implant was correctly implanted or if it migrated. The IFU was reviewed and reads: recommendations: based on clinical experience, the x-fuse is used for pip, dip and ip arthrodeses of the hand or secondary treatment of pip, dip and ip arthrodesis of the foot and the smart toe is used in pip and dip arthrodesis of the foot. Based on the investigation results, this case could be classified as user-related. Indications for any material, manufacturing or design related problems were not determined in the investigation. Device remains implanted.